Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the fuse blown which resulted in the the monitor not being able to switch on. The fse replaced the fuse. After replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the monitor of the azurion device would not switch on. No harm was reported to philips. Philips has started an investigation of this complaint.